Event description:
It was reported that the left c-arm switch for raising and lowering the c-arm was sticking and causing the arm to continue to move after the switch is released. No injury reported. A field engineer was dispatched to the site and determined the c-arm switches needed to be replaced. Once this was completed the system was working as intended.